Manufacturer narrative:
(B)(4). Batch # m56002. Additional information was requested and the following was obtained: what was the product code of the endocutter that was being used (pce45a, ec45a, etc.)? The used product was ec45a. The analysis results that one ec45a device was returned with no visual non-conformances and with two ecr45b cartridges reloads present. The cartridge (b) was received fully fired and the cartridge pan dislodged. The cartridge (c) was received unfired and the cartridge pan partially dislodged. The device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. While no conclusion could be reached as to how the pan became dislodged from the reload, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4). The batch history record was reviewed and no protocols or ncrs related to the complaint were found during the manufacturing process.

Event description:
It was reported that during a bariatric procedure, the inferior part of the load (metallic part) detached form the plastic part and got stuck in the stapler's jaw. The surgeon did not see this and she was unavailable to add the next load, consequently it was opened a new stapler to the ending of surgery. There were no adverse consequences for the patient.